Event description:
Reportedly, patient expired after an implant date in 2007, due to unknown reasons. Unknown if pt death is device related. Date of pt's death and implant duration is unknown , therefore the aware date is used as the occurrence date. No further info regarding this pt was rec'd.

Manufacturer narrative:
Device not returned.